Manufacturer narrative:
MFR report # 6000030200905192 should be considered inactive; and further information received will be reported via this MFR report. Concomitant medical products : product ID: 8709, serial# (B)(4), product type: catheter.(B)(4) was received into the neuro rpa lab on (B)(4) 2009 and was placed on legal hold. On (B)(6) 2015, the pump was released from legal hold. Rpa was unable to interrogate the pump because the battery is depleted. Assumed normal battery depletion. No further analysis can be performed on this pump. 8709 was received into the neuro rpa lab on (B)(6) 2009 and was placed on legal hold. On (B)(6) 2015, the pump was released from legal hold. Analysis of the catheter found a hole caused by deep abrasion on the catheter body.

Event description:
Information was received from a consumer regarding a patient with a baclofen pump implanted. The pump's IFU (indication for use) was listed as intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2003, the patient learned the implanted catheter was defective in that it was leaking in two places where it was not supposed to leak. As a direct and proximate result of the catheter leaking, the patient was injured in that he did not receive the pain relief in the area where he was supposed to receive relief, and the infusion of drugs into parts of his body other than his spine caused him additional pain and suffering. The pump and catheter were explanted. Additional actions/interventions, diagnostic testing, drug information, and patient outcome were not reported. If additional information is received, a follow-up report will be sent.